Event description:
It was reported by the customer that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.